Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5074421) on 26-jan-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included colecalciferol (vitamin d3) and multivitamin. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization, disability and intervention required), fatigue ("chronic fatigue"), back pain ("lower back pain"), pain in extremity ("leg pain"), depression ("depression"), irritability ("irritability"), loss of libido ("loss of libido due to dryness"), vulvovaginal dryness ("loss of libido due to dryness") and abdominal pain lower ("constant lower abdominal pain"). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, back pain, pain in extremity, depression, irritability, loss of libido, vulvovaginal dryness and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, back pain, depression, fatigue, genital haemorrhage, irritability, loss of libido, pain in extremity, pelvic pain and vulvovaginal dryness with essure. The reporter commented: rx meds: breast implants and lap band incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw5074421) on 26-jan-2018. The most recent information was received on 10-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("irregular bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included colecalciferol (vitamin d3) and multivitamin. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria hospitalization, disability and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization, disability, medically significant and intervention required), fatigue ("chronic fatigue"), back pain ("lower back pain"), pain in extremity ("leg pain"), depression ("depression"), irritability ("irritability"), loss of libido ("loss of libido due to dryness"), vulvovaginal dryness ("loss of libido due to dryness") and abdominal pain lower ("constant lower abdominal pain"). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, back pain, pain in extremity, depression, irritability, loss of libido, vulvovaginal dryness and abdominal pain lower outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, back pain, depression, fatigue, genital haemorrhage, irritability, loss of libido, pain in extremity, pelvic pain and vulvovaginal dryness with essure. The reporter commented: rx meds: breast implants and lap band. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 26-jan-2018. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('irregular bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included colecalciferol (vitamin d3) and vitamins nos (multivitamin). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria hospitalization, disability, medically significant and intervention required), 2 years after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization, disability, medically significant and intervention required), fatigue ("chronic fatigue"), back pain ("lower back pain"), pain in extremity ("leg pain"), depression ("depression"), irritability ("irritability"), loss of libido ("loss of libido due to dryness"), vulvovaginal dryness ("loss of libido due to dryness"), abdominal pain lower ("constant lower abdominal pain"), flatulence ("gas was really bad"), asthenia ("strength is really low"), chest pain ("pain under right breast"), vulvovaginal pain ("vaginal pain"), dysmenorrhoea ("period pain") and infrequent bowel movements ("infrequent bowel movements for 5 days post essure"). The patient was treated with analgesics, docusate sodium (stool softener) and surgery (hysterectomy leaving ovaries and taking everything else including essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, depression, irritability, loss of libido, vulvovaginal dryness, abdominal pain lower, dysmenorrhoea and infrequent bowel movements outcome was unknown and the back pain, pain in extremity and vulvovaginal pain had resolved. The reporter considered dysmenorrhoea to be related to essure. The reporter provided no causality assessment for abdominal pain lower, asthenia, back pain, chest pain, depression, fatigue, flatulence, genital haemorrhage, irritability, loss of libido, pain in extremity, pelvic pain, vulvovaginal dryness and vulvovaginal pain with essure. The reporter considered infrequent bowel movements to be unrelated to essure. The reporter commented: rx meds: breast implants and lap band. After hysterectomy having a little more pain than anticipated. Having pain not in the areas she was cut, it's under her right breast which she thinks may be gas. Gas was really bad, she went to the ER because she thought she had a blood clot or blockage in her right side. They said nothing they can do for it but walk and take pain meds. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. New event infrequent bowel movements was added. New reporter added. New treatment drug for the event infrequent bowel movements stool softener was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5074421) on (B)(6) 2018. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('irregular bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included colecalciferol (vitamin d3) and vitamins nos (multivitamin). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria hospitalization, disability, medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria hospitalization, disability, medically significant and intervention required), fatigue ("chronic fatigue"), back pain ("lower back pain"), pain in extremity ("leg pain"), depression ("depression"), irritability ("irritability"), loss of libido ("loss of libido due to dryness"), vulvovaginal dryness ("loss of libido due to dryness"), abdominal pain lower ("constant lower abdominal pain"), flatulence ("gas was really bad"), asthenia ("strength is really low"), chest pain ("pain under right breast"), vulvovaginal pain ("vaginal pain") and dysmenorrhoea ("period pain"). The patient was treated with analgesics and surgery (hysterectomy leaving ovaries and taking everything else including essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fatigue, depression, irritability, loss of libido, vulvovaginal dryness, abdominal pain lower and dysmenorrhoea outcome was unknown and the back pain, pain in extremity and vulvovaginal pain had resolved. The reporter provided no causality assessment for abdominal pain lower, asthenia, back pain, chest pain, depression, fatigue, flatulence, genital haemorrhage, irritability, loss of libido, pain in extremity, pelvic pain, vulvovaginal dryness and vulvovaginal pain with essure. The reporter considered dysmenorrhoea to be related to essure. The reporter commented: rx meds: breast implants and lap band. After hysterectomy having a little more pain than anticipated. Having pain not in the areas she was cut, it's under her right breast which she thinks may be gas. Gas was really bad, she went to the ER because she thought she had a blood clot or blockage in her right side. They said nothing they can do for it but walk and take pain meds. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report was received: events 'period pain '¿gas was really bad¿, ¿strength is really low¿, ¿pain under right breast¿ and ¿vaginal pain¿ were added. Outcome for the events ¿lower back pain¿ "vaginal pain"and ¿leg pain¿ were updated to recovered. Treatment drug was added. Reporter causality comment was updated. Reporters were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.